Event description:
During follow-up, the device was found in back-up vvi mode following high voltage therapy. Although the device was reprogrammed to restore normal function, the device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
Additional information: the device image from the field was received and confirmed the backup vvi mode. The cause was a power on reset that occurred during delivering hv therapy. An arc was observed on the device can. The cause of the reset was due to an arc from the device can to the lead. The device was tested on the bench; testing revealed normal device characteristics.